Event description:
Caller reportedly was walking around without a shirt on and got his tubing caused on a doorknob and it ripped out his cannula. The site started to bleed; customer was able to stop the bleeding. While at a routine doctor's appoint customer reportedly showed the infusion set site where it was ripped out to the doctor; had an infection. Customer reported was treated with oral antibiotics for 7 - 8 days. Alleged cannula has been discarded; no product will be returned.